Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, and leak and functionally tested. No leaks were identified. During functional examinations the pump failed inflation and activation tests. The cylinders were visually inspected, and leak tested. No leaks were identified. Visual test revealed that both cylinders had wear at fold in the proximal of its body and the kink resistant tubing (krt) was worn down to the filament. The reservoir visually inspected, and leak tested. No leaks were identified. During visual test it was noted that the kink resistant tubing (krt) was worn down to the filament. No leaks were identified. Based on the information available, a conclusion code of cause trace to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because he had difficulties using the pump due to dexterity issues. The existing ipp was removed and replaced with a malleable device. There were no patient complications. Weeks later, analysis of the returned device identified a functional failure in the pump.